Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the compact speed reducer device did not turn smoothly, had low rotations per minute (rpm), and stopped turning. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The product problem box was not checked in the initial report in error. The box has been checked. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. A visual and functional assessment was performed on the device which found that the gearbox was running rough, the device had low rotations per minute (rpms) and the device stopped turning during use. During repair it was observed that the gearbox was worn out causing the observed issues. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.